Event description:
It was reported that the insulin pump alarmed displayable history check failed on startup. It was also reported that the customer dropped the insulin pump into water and there is moisture under the lcd screen. Customer's blood glucose reading was 144 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had multiple alarms in the history due to a corrupted history file. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.